Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were getting interface issue. A technical support specialist performed a run downtime query, all messages were processed in real time and all medstation mentioned were checked and confirmed that there was no issue. The system functioned as intended after the technical support specialist investigated the device

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the stations were getting interface issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.